Event description:
It was reported that during a da vinci si pulmonary lobectomy procedure while using the needle driver instrument, the insulation broke off and the fell into the patient. The planned surgical procedure was completed; however, the hospital has not communicated if the broken instrument piece was removed from the patient. No patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the main tube insulation was coming off. The main tube insulation appears to have deep scratches and gouge marks, and a large piece of insulation, approximately 0.75 in length was removed from the distal end of the main tube. There are several other small pieces of insulation removed. Engineering concluded that mishandling/misuse likely caused the damage. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. - do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. On may 14, 2012, isi contacted the initial reporter and he indicated that there was no harm to the patient and the patient is doing well; however, due to hippa regulations, he declined to confirm if the patient has retained any fragments from the instrument.